Manufacturer narrative:
Pump received with minor scratched display window, cracked display window corners, cracked battery tube threads, broken reservoir tube lip. (B)(4).

Event description:
It was reported that the insulin pump had physical damage. Customer stated the reservoir area was breaking off. Customer 's blood glucose was 237 mg/dl. Advised the customer that insulin pump would be replaced. No further information provided.